Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: loss of video output. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, scope, light source, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.)

Event description:
It was reported that the view on the monitor became black.